Event description:
Customer reported via phone, the insulin pump kept alarming no delivery. Customer has done three set changes and alarm reoccurs. Customer's blood glucose was 438 mg/dl, treated with manual injections. Troubleshooting was initiated but was abruptly terminated as the call was disconnected. Customer was advised to disconnect and reconnect the reservoir and infusion set and since she didn't have a plunger was informed to get a pen. During that time the call was disconnected. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.